Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 07/27/2016 with the following findings: a review of the black box data showed evidence of a sudden voltage drop resulting in a low battery warning and replace battery alarm on the reported event date. A visual inspection of the pump showed that the battery compartment and returned battery cap were undamaged. The pump¿s current draws were found to be within specifications. The pump cover was removed and no internal damage was found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.